Event description:
The following has been reported: to whom it may concern, I have a lvp pump serial# (B)(6) that was reported to me that pump problem when the pump was turned on. I cleaned the av (actuator valve) pins and loading guide. I could not performed a tested infusion because the pump will not allow me to perform the test. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for an air compressor failure. When attempting to power on this unit the air compressor can be heard attempting to charge the positive tank four times before a pump problem alarm occurs. Log file review confirms the compressor is not able to fully charge the positive tank.